Manufacturer narrative:
The root cause for the head stripping out in the ø3.0mm, m3-x cannulated screw, p/n (B)(4), is bone overgrowth. According to additional information received from the territory manager, it took a long time to clean the bone growth out of the screw and cruciform. The surgeon was able to reverse the screw a few times before it stripped. The overgrowth occurred because the original screw implantation surgery occurred years prior to this attempted removal surgery. This is considered an unusual patient characteristic in that the general patient health conditions are related to implantation of the screw, not removal. After years of bone growth, which is expected following the implant surgery, the cruciform was obscured and had to be cleaned out. This hinders a good fit of driver stem and screw cruciform. Since there was visible bone growth over the end of the screw, it is expected that osteogenesis created a firm grasp of the threads of the screw, which impeded the surgeon's ability to remove it. These screws are intended for temporary fixation only until osteogenesis occurs, which is between 6-12 weeks depending on the patient. There was no lot number provided. Therefore, no review of the DHR was possible. A two year review of capas, and ncrs did not identify any internal investigations, or non-conformances associated with this device. A two-year review of complaints did not identify any other complaints for this device. The risk of a delayed procedure due to the potential failure mode of a stripped screw head is covered under the extremifix fmea. The potential causes range from a value of 1 (negligible) to a 2 (minor), and the final risk rating for both is a "low". Instructions for screw removal are also included in both the IFU and stg. This issue will be monitored through routine trending.

Event description:
The physician was trying to remove the screw because it was stripped. The screw had been implanted years ago. During the case, it took a long time to clean the bone growth out of the screw and cruciform. The bone had healed over years of time since the original surgery and created overgrowth around the screw. The difficulty of the issue with this screw added and additional hour to the case.